Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced blurred images. No patient injury was reported.